Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient had a pocket infection on (B)(6) 2015. At the time of the issue the patient reported pain at the pocket site that was sore to the touch. It was unknown what led to the issue. The doctor looked at the site and prescribed septra ds bid for ten days. That same night, (B)(6) 2015, the patient reported to the hospital with fever and pain, so the system was explanted. The issue was resolved and the system would be replaced in the future. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.